Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to contact technical support again if any issues reoccurred, an instruction which the caller acknowledged and understood.